Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a genital prolapse cure procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the suture broke and the needle was lost in the sacrospinous ligament. The physician attempted to locate it by palpation. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event.